Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The complete suture was returned pulled partially out of the device. The posterior cuff with link was still in the foot pocket and its cuff tabs were undisturbed. The link had broken at the anterior cuff; the anterior cuff mostly likely was captured and remained with the needle tip. These findings are consistent with and confirm the reported experience, a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During testing, a proxy plunger was inserted into the device to test needle trajectory and the push mandrel, the results were acceptable. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the cuff miss and subsequent anterior link break appear to be related to operational context during use of the device. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific manufacturing or product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.